Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation results: to date this light guide is not expected for evaluation as it was returned to circulation at the facility, and the customer does not know which lot number was in use at the time. The instructions for use recommend that the user avoid placing the light guide's distal end directly on the patient and/or any flammable materials (e.g., patient, drapes, gauze, etc.). Light guide's distal end may transfer extreme heat when in use.

Event description:
It was reported that during use of this light guide, a burn resulted in the surgical drape. This occurred when the device was laid down in the surgical environment. There was no patient/staff injury related to this event.